Event description:
During preventative maintenance of the device, the user reported that channel "a" would display a zero temperature reading, but did not display any other temperature readings. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.